Event description:
During the atrial fibrillation procedure, the patient experienced st elevation. The impedance rose during ablation on the septum and the temperature cut off during the lesion sessions. After three lesion sessions, char was observed on the catheter via ice. The catheter was removed from the patient and flushed, and it was noted that the six ports were irrigating as normal. The patient had slight st elevation and was hypertensive. When the patient symptoms returned to normal, the procedure was completed.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. A blood-like substance was noted at the distal tip of the catheter. The device met specifications during temperature testing, occlusion testing, and leak testing. In addition, electrode 1 and the tip thermocouple met specifications during electrical testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported arrythmia, an impedance issue, a temperature issue, and char remain unknown.